Event description:
It was reported that the patient was experiencing postoperative pain at the upper chest and back following an implant procedure. The physician suspected there could be an infection. No device malfunction suspected. The patient underwent a procedure wherein the ipg and leads were explanted. The explanted devices were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: (B)(6).